Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) had started beeping two weeks ago and was now beeping every six hours. Interrogation of the ICD noted a fault code that indicated the ICD could not charge within 30 seconds. The fault code could not be cleared. The physician was unable to perform a capacitor reformation with the ICD. Review of therapy history indicated two events were not treated by the ICD. Telemetry was lost and the ICD was removed.